Manufacturer narrative:
Occupation: reporter is company sales consultant. A product investigation was conducted. Following investigation was performed by r&d facility in raynham visual analysis: the package for (B)(4) for part numbers 2020-33-400 and 2020-00-401 was returned for evaluation and examined by the quality engineer. For part number 2020-00-401 (retention sleeve) that was returned, the corresponding lot number is pc4895141. Two pieces were returned for part 2020-33-400 x20onlydriver), both from lot number pc4585312. Part number 2020-00-401 was found to be free of visual defect. Part number 2020-33-400 was found to have signs of wear in the proximal annular groove feature. Functional analysis: during the functional analysis of the x20 polydriver, drag was observed during the insertion and removal of the polydriver through the retention sleeve. Dimensional inspection: reviewing the tolerance analysis, it was found that when attaching the retention sleeve/x20 polydriver assembly to a poly screw and tightening, the internal ball bearings of the retention sleeve makes contact with the surface of the groove. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition is confirmed for the poly screw driver shaft x20 (p/n: 202000400, lot # pc4585312). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Upon additional torque being applied to the retention sleeve, additional force is applied from the ball bearings to the groove surface, rolling the edge of the groove and creating a metallic burr. This burr hinders the insertion and removal of the x20 polydriver from the retention sleeve, creating drag. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4585312 was released in a single batch. Batch1: lot qty of 28 units were released on 2 may 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly screw driver shft x20 does not smoothly insert into the poly screwdriver retention sleeve. They believe that the driver shaft are deforming somehow (maybe under high torque of putting in screws) so they are difficult to insert. They believe that the poly screw driver reten sleeve does not have any issue, it only interacts with the screwdriver shaft. The procedure and patient involvement were unknown. This is report 1 of 2 for complaint (B)(4).